Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leak around the base of the needle. The fse noticed the tubing at the base of the needle was damaged. The fse replaced the tubing and also cleaned several clogs in the aspiration pathway. The instrument performed without leaks and all the repairs were verified. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported less than 10 mls of diluted blood leaked inside the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The customer was wearing personal protection equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.